Event description:
Dexcom sensors had serious quality issues. I use the g6 sensors for continuous glucose monitoring. The sensors in one box, lot number 7270050, continue to ask for calibration. Reported defect to dexcom who did not state that this was a defective product. Did not forward the complaint to their qc department. There are problems with these sensors that have been qc tested. This indicates a systemic problem with dexcom quality. FDA safety report ID#: (B)(4).